Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ closed IV catheter system had a leak on the tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd intima ii¿ closed IV catheter system had a leak on the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot# 8017233 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided for this complaint, the actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Bd investigators noted that visual evaluation of the device identified damage that resembled exaggerated versions of damage that can be experienced in the manufacturing line. Given the extent of the damage that the device suffered bd engineers are currently not able to confirm the relation of this event to the manufacturing process. Another potential cause is excessive force being applied to the pinch clamp during use. Less extreme examples of this failure mode have shown that the manufacturing component most likely to be the root cause for this damage is associated with the clamping the device during swaging of the unit. When worn down this could result in the observed damage, necessitating its replacement. Bd has replace this component and is currently looking at potential alterations optimize this process. Bd will continue to track and trend for this issue.